Event description:
New information available on 8/17/2018 states that, the sensing was acceptable at 6 week visit. The patient was not symptomatic due to the event.

Event description:
It was reported that the right atrial lead exhibited p-wave amplitude variation post-implant. No further information was available.